Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic bioprosthesis was explanted after an implant duration of approximately 62 months. Through follow-up, it was learned that the device was explanted due to aortic stenosis and calcification. Operative report indicates, " the aortic bioprosthesis was inspected. One of the three cuffs was densely calcified, rendering the orifice severely stenotic. No evidence of infection was noted".

Manufacturer narrative:
Evaluation summary: as received, the valve exhibits cut out in the tissue of all three leaflets. The sections that are missing, possibly for pathology testing, measure to an average of approximately 3-4mm at the free margin by 8-11mm into the cusp area. Moderate calcification is detected in the cusp area of leaflet 3. Moderate to heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 5mm. Moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 4mm. Host tissue is moderate to heavy at the stent inflow and moderate at the stent outflow. The wireform is exposed at the outflow aspect, most likely due to cuts in the fabric at explant. The x-ray demonstrates calcification. The returned device was examined visually and with a light microscope and digital microscope.

Manufacturer narrative:
Evaluation: method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The device evaluation results and conclusions will be reported once completed.